Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead dislodged. It was further reported there was an inability to capture at max output. The lead was removed and the atrial port was plugged. No patient complications have been reported as a result of this event.